Manufacturer narrative:
The customer¿s device was requested for investigation. Occupation is lay user/patient. The investigation is ongoing.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The device's display has missing segments. The customer stated that when "I" is held down some segments appear, but the three "8's" are not clear. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The reporter's meter was returned for investigation. A defective display was identified. Medwatch fields d9 and h3 have been updated.